Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported the elution butter getting into the eye. The customer reports they are "ok". Additional information requested but not provided.